Event description:
It was necessary revision surgery due to early wear out of the pinnacle marathon polyethylene. It was implanted two years ago so it was replaced. This caused the ceramic head to wear out so the patient suffered pain.

Manufacturer narrative:
Visual examination of the returned devices finds evidence to support disassociation of the liner and cup while implanted. The returned femoral head exhibits signs of coming into direct contact with the acetabular cup, further supporting the disassociation. In this case 4 of the ard's of the polyethylene liner have fractured. It is evident that the edge of the liner was loaded by the femoral head and patient body weight while implanted. There are machining lines yet visible within the inner radius of the liner which would not be as obviously present had the femoral head been more centrally loaded. The edge loading of the liner has placed pressures on the material near the rim that were not intended leading to a fracture of the material and subsequent disassociation of the liner from the cup. No patient demographics have been made available. A search of the complaints databases finds no other reports against the provided product and lot code combinations since their release to distribution. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.